Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer found that the magnet was out of latch for main full height for 6 and replaced the insep latch for main full height drawer 6. A field service engineer replaced the back-up battery, installed a bumper, kit, and network plugs as a preventive maintenance the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed to open. The customer stated that the inside metal piece of the drawer came out with the drawer and the drawer did not close all the way. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.